Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 1 bd nano¿ pro ultra-fine¿ pen needle each from lots 2074820 and 2145630 had no insulin flow during the priming and injection. The following information was provided by the initial reporter: "consumer reported when she removes needle shield prior to injection, the patient end is bent stated, when taking injection, no insulin flows so she removes pen needle and discovers the non patient end is bent. Stated, when priming, no insulin flows".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2074820. Medical device expiration date: 31-mar-2027. Device manufacture date: 15-mar-2022. Medical device lot #: 2145630. Medical device expiration date: 31-may-2027. Device manufacture date: 25-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ pro ultra-fine¿ pen needle each from lots 2074820 and 2145630 had no insulin flow during the priming and injection. The following information was provided by the initial reporter: "consumer reported when she removes needle shield prior to injection, the patient end is bent stated, when taking injection, no insulin flows so she removes pen needle and discovers the non patient end is bent. Stated, when priming, no insulin flows".